Event description:
It was reported that system failure force sensor failure event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed the top of the case was chipped by the left front bottom corners. Bottom case was cracked by the "l" bracket. Force sensor test error duplicated during the power up process. Force sensor cable was not plugged in all the way into the plunger board. Force does not change when force applied to the force sensor. The root cause of the reported issue was determined to have been caused by the customer's incorrect assembly of the device. Actions taken to mitigate the reported issue: re-connect force sensor and recalibrated. Performed calibration on the pump and passed.